Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) of approximately over 600 mg/dl. A manual injection was administered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.